Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as the best estimate based on the event details. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed between august and september, under general anesthesia. The physician later informed that there was a patient with 4-6 cc of hydrogel located near the base of the prostate capsule. There was no reported patient complications related to the spaceoar vue hydrogel. It was reported that the patient has already completed his radiation therapy. The patient received external beam radiation therapy (ebrt).